Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx rx coronary des were used to treat a lesion in the lcma. Approx. Nine months later ((B)(6) 2019) the patient suffered target vessel in-stent restenosis treated with medication and stenting using a resolute onyx des. The site and sponsor assessed the event as not related to the antiplatelet medication and unlikely to be related to the device. The patient recovered.